Event description:
On (B)(6) 2011, patient reported the down button on his infusion device stopped working. Patient stated the button was not working about a week ago. Patient reported the button pops back out when pressed. Patient stated that he noticed the button was not working when he was attempting to program a quick bolus. Patient was aware of the recall and has called regarding it in the past. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.